Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer inserted a new battery after receiving a notification that the battery was low and then received a blank screen afterwards. The customer inserted new batteries but then received the battery out limit alarm. The customer's blood glucose was unknown. The customer treated himself with ice cream. Troubleshooting was done. Explained the alarm was normal insulin pump behavior due to the customer's previous action. Advised customer to insert a new aaa alkaline battery, and the display returned. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.